Event description:
It was reported that the pt has experienced shocking sensations. It was initially reported that the pt experienced shocking sensations after obtaining a blackberry device a couple days ago. Later in the month, it was reported that the pt underwent an electromyography procedure. The procedure was not completed due to the pt experiencing shocking sensations. The pt's neurostimulator was turn off prior to the procedure but the settings were not turned down to 0. The pt continues to experience shocking sensations whenever they come into contact with anything electrical even though the device is turned off. Additional info was requested from the pt's healthcare provider. They last saw the pt in 2005 and had no additional info.